Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 70 retention samples were subjected to a visual inspection under 10x magnification for damaged sleeve/hole in sleeve component. 30 retention samples were subjected to sleeve function test for sleeve leakage. The samples do not confirm the reported issue of sleeve leakage as all of the samples passed the tests with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood splatter/leakage. The following information was provided by the initial reporter. The customer stated: it was reported blood leaking tubes not filling and blood splatter with our product. The customer is complaining about blood leaking tubes not filling and blood splatter with our product.